Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt will have a lead revision due to the lead eroding through the pt's skin. The physician thought that the tunneling was done too superficially which lead to the lead eroding through the skin. There was no sign of infection. The lead was re-positioned and the pt is reportedly doing well.